Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The devices associated with this report were not returned. A previous review of the device history records for the 2837323 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 10/22/2012 - pfs and medical records received. Part/lot info received. After review of the medical records the right revision note confirmed metallosis. The 3rd product on this complaint (right head femoral head) was a previous MDR no, but is now being changed to a MDR yes. There is no new additional information that would affect the existing MDR decision.

Event description:
Reason for original complaint. Litigation papers allege patient has been caused to sustain serious injuries; has suffered and will continue to suffer great pain of body and mind; has been and will in the future be deprived of earnings and earning capacity; has sustained permanent disability and deformity, has been caused great inconvenience, and has incurred and will in the future incur hospital, doctors' and/or related expenses in an effort to treat and/or be cured of said injuries. Update received (B)(4) 2014 - the complaint has been updated because it was reported that the patient's left hip was revised on (B)(4) 2014 due to discomfort. Part and lot information for the left hip was provided in this latest report.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2837323 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.